Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 464 mg/dl. The customer reported a severe hyperglycemia event, however mild in nature with recovery on (B)(6) 2017. The customer states a site stated event is anticipated. The current blood glucose level is 300 mg/dl. The insulin pump will not be returned.